Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿diffused swelling, hard nodules in the all areas injected, malar edema,¿ ¿skin laxity," ¿significant swelling," ¿it appears that the overlying skin is quite thin as well in the right malar region," and ¿palpable nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings: injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details. Adverse events: table 1 and 2. Injection site responses by maximum severity and duration (number/% of subject nlfs). Possible treatment site responses include: redness, pain, tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. Other safety data: postmarket surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress. Vascular occlusion of vessels resulting in necrosis and vision abnormalities, have been reported following injection of juvéderm® products, with and without lidocaine, with a time to onset ranging from immediate to within one week following injection. These reported events likely resulted from inadvertent arterial injection. In many of these cases, the product was injected into the highly vascularized areas of the glabella, nose, and periorbital area, which are outside the device indications for use (see warnings section). Reported treatments include: anticoagulants, epinephrine, aspirin, hyaluronidase, steroid treatment, eye drops, hyperbaric oxygen, and surgery. Outcomes have ranged from completely resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported a patient was concomitantly injected with 1 ml of juvéderm® ultra plus xc in the tear trough and 1 ml of juvéderm vollure¿ xc in the lip area. One month later, the patient received another 2 ml of juvéderm® ultra plus xc in the tear trough and prejowl sulcus. Around 8 months later, the patient presented with diffused swelling and was prescribed antibiotics and steroids. The patient presented to the healthcare professional¿s office with ¿hard nodules¿ in the all areas injected. The healthcare professional commented that the diffused swelling had resolved on an unspecified date. The patient is also experiencing malar edema. The patient was injected with vitrase on 2 occasions. The patient reported improvements at a later unspecified date. The healthcare professional reported symptoms are ongoing with ¿skin laxity in the festoon or malar region of both lower eyelids." The patient experienced ¿significant swelling of [their] lower eyelids and even the marionette line region of [their] cheeks where [they] had filler injected," ¿relatively localized oval-shaped area of erythema and swelling of the right lower eyelid, and, to a lesser degree, the left eyelid in the malar region," ¿it appears that the overlying skin is quite thin as well in the right malar region," and ¿palpable nodules in the marionette region of both cheeks." Patient continues to have firm nodules in prejowl sulcus area. This is the same event and the same patient reported under MDR ID# 3005113652-2018-01511 (allergan complaint # (B)(4)) and MDR ID# 3005113652-2018-01510 (allergan complaint # (B)(4)). This MDR is being submitted for the first suspect product injected, juvéderm® ultra plus xc.